Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon longitudinal tear beginning at the proximal edge of the proximal markerband and extending approximately 12mm distally across the balloon material. An examination of the balloon material and proximal markerbands identified no issues with the balloon material which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the contrast agent leaked and the balloon ruptured at 6atm. The device was directly removed from the patient's body without intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the contrast agent leaked and the balloon ruptured at 6atm. The device was directly removed from the patient's body without intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.